Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results at 10:55 am was 5.9 inr. The result at 10:58 am was 3.3 inr. The samples were taken from different fingers and different punctures. The result at 11:01 am was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.4-2.8 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 207428) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lots. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor #1: retention meter and master lot strips: 1.8 inr , customer meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 2.2 inr. The maximum difference between measurements with the same blood sample (donor 1) was 0 inr and the maximum difference between measurements with the same blood sample (donor 2) was 4%. The returned material and the retention material meet specifications.